Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl (value not provided); cause was unknown, however customer indicated that insulin used was possibly exposed to heat and sunlight. Bg was addressed via manual injections and correction boluses. The customer was instructed to consult with their healthcare provider regarding bg level.